Manufacturer narrative:
Vyaire medical file identification: (B)(4). The device trained customer reported the suspect device/component will be re-worked. However, no component is available for analysis. In the event that a device/component is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported a "vent inop" display alarm, on this ventilator device. The customer stated no known information on any patient event with this issue.